Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive and the customer was unable to turn the screen on. After plugging the pump into a power source, the screen was displayed, however the screen was frozen and remained unresponsive to presses. The customer's blood glucose level was impacted (480 mg/dl). The customer administered a manual injection. Reportedly, the customer would use a backup pump as alternate insulin therapy.